Event description:
Pt was scheduled for a novasure ablation. Device was opened to sterile field and plugged into the machine, this writer proceeded to turn on the machine, the machine would not turn on, surgeon was informed of this. All electrical plugs were checked and the power cord connecting to the back of the novasure unit was not plugged in all the way. Problem was resolved then co2 cartridge needed to be changed, that also was done. Surgeon did not believe disposable device was working correctly, stating she did not feel the suction as she moved the device while it was in the pt. Another device was opened to the field. Surgeon inserted that device into pt and immediately informed surgical team that procedure could not be done due to a perforation in the uterus.====================== health professional's impression======================objective findings: at the time of examination under anesthesia, the patient had a normal retroverted uterus, which was freely mobile with no adnexal masses. Upon sounding, the uterus sounded to 9 cm. On hysteroscopic inspection, the cavity was noted to be normal without much endometrial tissue present. The tubal ostia were visualized and normal. There was some significant stenosis to her cervix, most likely related to a loop electrosurgical excision procedure she had done in 2003. At the time of placement of the novasure device, the cervical stenosis made it difficult to place, and the device did not obtain a good seal. I withdrew the device and inspected with the hysteroscope, and there was a small area of perforation at the fundus near the patient's right cornua. This area was hemostatic, and it was felt that no further treatment was needed but that the device could not safely be used, and the procedure was completed there.